Event description:
During a lap colectomy procedure, clip malformed and jumped out at 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. No device returning.